Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that during an implantation of an intraocular lens using the preloaded delivery system, model pcb00, the front part of the lens implanted but the back haptic broke off when it was coming out of the injector. It had to be cut out and another pcb00 was used and implantation was completed successfully. No other information was provided.

Manufacturer narrative:
Product evaluation: the lens was visually inspected under microscope at 10x magnification. The lens was observed cut in half and with one (1) haptic detached. The haptic damaged due to haptic broken was not verified. However, a haptic detached was identified in the investigation. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The lens units were released according to specification. A search on complaints related to the production order revealed no other complaints were identified on this production order for the same issue. The manufacturing process record was evaluated and the devices were manufactured within specifications. Based on the manufacturing records review and related documents the production order was manufactured according specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.